Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump bolus calculation appeared to be incorrect. Troubleshooting with tandem technical support was performed and it was found that the customer had inadvertently entered the correction factor setting incorrectly. Customer updated the correction factor using the information provided by the healthcare provider. Customer acknowledged the update bolus calculation appeared to be correct. Blood glucose was 145 mg/dl.